Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, tissue got caught between the distal cover and the esophagus and caused a tear. The procedure was completed and the tear was treated with endoscopic clips. The distal cover is not available for return. The patient's current condition was not provided. Additional information has been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.